Event description:
Hakim codman programmable valve was removed on (B)(6) 2018 due to malfunction catheter valve, a codman certas was placed on (B)(6) 2018. On (B)(6) 2018, the pt returned to surgery due to the codman certas malfunction. Op report stated "obstruction of the certas plus valve." It was replaced with an osv2 valve. Conversion of ventriculoperitoneal shunt to a ventriculopleural shunt. No adverse outcome. It is unk if the valve is obstructed by possible blood clot or proteins. On (B)(6) 2018, the osv 2 valve was not working, so an external drain was placed. Per op note: externalization of ventriculopleural shunt at the level proximal to the osv valve. Exclusion of the osv valve from the system.